Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During follow-up of a teo pacemaker, with a smarttouch programmer with 3.16 installed, it was not possible for the physician to enter the patient data. The on-screen keyboard appeared for a brief moment and then disappeared. After several tries, the physician pushed the programming button and the programmer froze. Microport personnel requested to restart the smarttouch by disconnecting the battery. The reported problems were not reproduced.

Manufacturer narrative:
The complaint reported is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups or the screen keyboard are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to click on the appropriate answer or button, which explains the reported freeze during the programmer session. This limitation will be corrected in the upcoming programmer version.

Event description:
During follow-up of a teo pacemaker, with a smarttouch programmer with 3.16 installed, it was not possible for the physician to enter the patient data. The on-screen keyboard appeared for a brief moment and then disappeared. After several tries, the physician pushed the programming button and the programmer froze. Microport personnel requested to restart the smarttouch by disconnecting the battery. The reported problems were not reproduced.